Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter had blood leakage near the needle. No injury or medical intervention reported.